Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual examination of the spyscope ds device found that the catheter was kinked from the distal tip. One of the optical fiber extended from the distal cap; the optical fiber was able to be pushed back in. The working channel sleeve extended from the distal cap when received. Moreover, there were no issues observed with the umbilicus cable connector; the umbilicus cable connector was inserted and removed from the controller with ease. The spyscope ds was plugged into the controller; it did initialize and display a live image without issue. The distal tip would articulate without issue and was not loose. The proximal end of the distal cap was aligned to the cap weld. A spybite device was passed through the working channel without issue. The distal end of the exposed working channel sleeve was tugged; it was not detached from the catheter. There was evidence that heat was applied on the outside of the catheter during manufacturing assembly. Part of the distal end of the catheter was removed to examine the working channel. Further evaluation found that there is evidence of adhesion of the working channel sleeve to the inside of the catheter. There is no indication the device was not properly assembled during manufacturing. The working channel sleeve protrusion could have been generated by some operational aspect of the procedure. Therefore, the most probable root cause for the complaint is operational context. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the bile duct during a peroral pancreatoscopy (pocs) procedure performed on (B)(6) 2017. According to the complainant, during the procedure,the device was initially used without problems but the screen became distorted with dot pattern during usage. The physician tried to reconnect the spyscope ds to the controller but the connector part became hard and couldn't be removed. After several attempts, the spyscope ds was successfully removed from the controller; at this time the image disappeared. The procedure was completed with this device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.